Event description:
The customer reported a ventilator¿s touchscreen was not responding. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer requested onsite repair of the touchscreen. The rse then routed the case for onsite repair of the touchscreen issue. Additionally, the customer was advised to respond to the emailed quote with a part order (po) to schedule the repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that information regarding the repair is long forgotten, however, the ventilator is operational, and no further issues have been reported since. A further analysis of a separate case reveals that the front bezel was replaced. Moreover, further information regarding the repair was requested from the field service engineer (fse), the fse reported that he is unsure as why the work order (wo) was written as a touchscreen issue because the only part that was ordered for the repair was a front bezel. The front bezel was replaced, and all tests passed. No other anomalies were reported.